Event description:
This is one of many reports received from japan in which a product mislabel was identified. This patient underwent cataract extraction with phacoemulsification and use of healon to implant a ceeon lens in the left eye labeled 812a/21.5(d). The surgery also included adhesiotomomy of the iris without optical iridectomy. The physician reported that the packaging of the lens was labled incorrectly. The iol was actually model 745a/18.0(d). Incorrectly labeled resulting in the patient complaining of abnormal vision. The patient was encouraged to have the lens exchanged, however, the patient did not want to undergo another surgery. The difference in the refraction to the left eye and right eye was too big to put on glasses. A manufacturer investigation was performed and it was found that this was 1 0f 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated . As a precautionary measure, 5 other lots that were manufactured the same day were also recalled. The distrubution of these lots was limited to japan.